Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification: the tube extension was broken. The instrument was returned with tip cover installed. The tip cover exhibited tearing that exposed the proximal clevis. The tube extension was broken and missing a .210 x.150 piece at the proximal clevis interface. The clevis was dislodged from tube extension. Dislodgment may make removal of instrument from cannula difficult. The tube extension fractured next to one of the keys that mates with the prox clevis. Engineering concluded the tube extension likely broke due to excessive side loading or other mishandling/misuse. Electrical continuity passed. No other damage was found. On (B)(4) 2013, isi attempted to contact the initial reported of this complaint to obtain additional information regarding the reported event. At the time of this report, no additional information has been provided. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total hysterectomy, the monopolar curved scissors were blocked. The customer attempted to move with emergency grip release without success. The surgery was stopped and removed with trocars. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.